Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate anti-tachycardia pacing (atp) therapy that accelerated the rhythm from a ventricular tachycardia (vt) to ventricular fibrillation (vf). A shock was delivered and converted the rhythm. The device remains in use. No additional adverse patient effects were reported.